Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the display adapter board and the passive backplane printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would produce a black screen during fluoroscopic x-ray. No pt injury was reported.